Event description:
It was reported that the patient felt dizzy and lightheaded. It was also reported that the atrial lead impedance was out of range and noise was noted in bipolar. The lead was programmed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.